Manufacturer narrative:
Initial reporter: further information is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor was recalibrated via echo/non-invasive approach (by 34.1 mmhg) due to an inaccurate measurement. The issue was believed to be related to possible sensor drift.

Event description:
Follow-up revealed recalibration was performed via right heart catheterization on (B)(6) 2018 and was increased by 6.1 mmhg. The patient's sensor is now deemed stable.